Event description:
Plate was implanted in 1999 for a fractured left femur. About 6 months post-op patient felt pain at night. Plate was noted to be fractured on x-ray taken about six months later. Plate was removed on 2/28/00.